Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced universal surgical manipulator (usm) to resolve the issue. The system was verified and ready to use. Isi has not received the usm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer reported repeated recovered fault 23068 while undraping and they tried multiple power cycle and hard power cycle. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified after the procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed and tested on an in-house system where it passed in normal mode. The usm was also tested on a test platform and passed all related tests. Upon visual inspection, fluid intrusion was around the carriage's instrument sterile adapter (isa) printed circuit assembly (pca). The reported problem was confirmed but not replicated.

Event description:
Refer to h11 for follow-up information.